Event description:
I am writing to bring a grave concern to your attention regarding a product sold on amazon called tech love sciatica pain relief brace. This product utilizes a compression screw technology that, when activated by turning a knob, has led to injuries among users. Upon tightening the knob, which contains a screw, the bracelet compresses, causing harm to the calf region. Numerous individuals have reported injuries and shared visual evidence through reviews on the amazon platform. Despite my efforts to bring this issue to amazon's attention and request the removal of the product from their shelves, they have been reluctant to post my review. Additionally, while the product claims to be registered, there are doubts surrounding the legitimacy of its registration status.